Event description:
On (B)(6) 2010, patient reported the black top hat is missing off of the piston rod after removing an insulin cartridge during the cartridge change process. Patient stated the piston rod would not rewind, but he was able to hear the motor running. Patient reported he tried changing to a new battery. Patient stated he did not know how long the battery was in use. Assisted patient with switching to backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.